Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in france. It was reported that the patient faced and event related to tubing with the infusion set. The patient's mother noticed that the tubing was disconnected from the catheter despite hearing the click of the connection button during insertion. No further information available.